Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer stated that the device is working properly by replacing the accessories. The device will not be returned to zoll for evaluation.

Event description:
Complainant alleged that during functional testing, the device displayed a red "x" indicator, a "defib disabled" and a "pacer disabled" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.